Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed. Prithvi mohandas, md, rajsirish bellal sridharan, dnb, and senthilvelan rajagopalan. A retrospective analysis of complex proximal humerus fractures managed with reverse shoulder arthroplasty in a level 1 trauma center. Seminars in arthroplasty. 01 jan 2022. The article's purpose was to analyze the long term results of these complex phf treated with reverse shoulder replacement. Patient data: 39 patients with a mean age of 63.18 years who were treated with rsa for acute complex fractures of the proximal humerus in our institution between 2013 and 2019. Depuy products: delta xtend. Please note, competitor implants were utilized in some patients in this study as well. Cement manufacturer is unknown. Adverse events ¿ please note, (n) indicates the number of occurrences is unknown. (1) periprosthetic infection ¿ treated with 2 stage revision. (1) periprosthetic infection with pain ¿ treated with IV antibiotics. (1) periprosthetic humerus fracture ¿ treated with cabling. (4) hematoma evacuation ¿ treated with surgical evacuation. (N) scapular notching ¿ treated conservatively.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.